Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00138. This report is being submitted as additional information. The referenced pump exchanged on (B)(6) 2017 was reported under medwatch MFR report #2916596-2018-00136. The referenced pump exchanged on (B)(6) 2016 was reported under medwatch MFR report #2916596-2016-02277. Approximate age of device - 1 year and 1 month. Manufacturer's investigation conclusion: analysis conclusion: a slight outflow graft kink was confirmed through the evaluation of heartmate ii lvas. A specific cause for this finding could not be conclusively established through this evaluation. The sealed outflow graft bend relief was cut approximately 0.5¿ from its hardware, therefore there was no tissue ingrowth observed around the outflow graft. Visual examination of the interior of the graft revealed no evidence of developed depositions or thrombus formations. It was also reported that the outflow graft was not noted to be kinked after the patient¿s first pump exchange ((B)(4)). The surgeon reported that it was possible the kink occurred during this exchange as only the pump was exchanged at that time. Although the severity of the outflow graft kinking during implant could not be conclusively established, outflow graft kinking can contribute to flow issues (such as the low flow hazard alarms that were confirmed through the submitted log file - (B)(4)). The heartmate ii lvas IFU contains information regarding pump speed, power, flow, and pulsatility index and addresses all system controller alarms (including low flow hazard alarms) and how to respond to such events. This IFU also provides details regarding the preparation, installation, and orientation of the sealed outflow graft. The relevant sections of the device history records (documents 177405, 178890, 179910) for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2016 via customer order (B)(6). No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that the patient presented to the emergency room on (B)(6) 2017 with low flow alarms. Device interrogation revealed pump stoppages and the patient underwent a pump exchange. During the pump exchange, a kink at the proximal portion of the outflow graft was observed. It was hidden under the ventral leaf near its proximal portion. During the procedure the outflow graft was untwisted and the kink was straightened out. It was reported that the low flow was likely related to the combination of pump stoppages and twisted outflow graft. All other causes were ruled out. No additional information was provided.